Event description:
The patient felt a constant, mild tingling sensation in her leg with stimulation both on and off. The tingling felt the same and was in the same location when stimulation was turned on. When the therapy amplitude was increased from 0.5 to 1.5 volts, the patient felt increased stimulation sensation in the same location. Tingling varied with positioning; it was more intense when the patient stood. When the area over the implanted lead was palpated, the tingling increased. The target area of paresthesia was the patient's lower body. There was no known accident related to the complaint. The implantable neurostimulator battery status was ok (>120 months longevity estimated). Impedances were normal. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.